Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately eight years post index procedure, the patient had a proximal type I endoleak, a distal type I endoleak, and a type ii endoleak. The patient's aneurysm had enlarged to 8 cm in diameter. The physician elected to explant the talent stent graft system. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.